Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited post sensed t-wave over-sensing. Programming changes were made. The patient was in stable condition.

Event description:
New information received noted that the implantable cardiac monitor (icm) exhibited recurrence of t wave oversensing. No programming changes were made. The patient was stable throughout.